Event description:
It was reported that a patient experienced a break in aseptic technique, further described as the patient having their dog in the room during peritoneal dialysis (pd) therapy, which caused peritonitis. The patient was not hospitalized for the reported event. The treatment for the peritonitis included unspecified antibiotics (dose, route and frequency not reported). The pd therapy was ongoing and the patient was reported to have recovered from the peritonitis. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The date of the onset of peritonitis was unknown. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.